Event description:
Sheath was being removed by the rn. The patient was 400 + lbs. As applying pressure the catheter came apart from the outside hub and remained in patient. A small piece remained outside the skin and the nurse was able to grasp and remove the catheter. There was no injury to the patient.